Event description:
Reportable based on analysis completed (B)(4) 2013. A 2.5x28mm taxus element stent was returned and analysis revealed that the distal tip had detached.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a product mandrel was inserted with a protector tube from a different product partly covering the stent. The tip had detached at the distal bond with evidence of stretching of the distal inner material (ductile break). This damage could be caused by applying excessive force during removal of the product mandrel. The hypotube had minor kinks at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).